Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: d. Le foll, h. Raoulta. J.c. Ferréa, et al. ¿the learning curve effect on embolization of cerebral dural arteriovenous fistula single-center experience in 48 consecutive patients.¿ journal of neuroradiology 2017; 44, 52¿56. Http://dx.doi.org/10.1016/j.neurad.2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that two patients, both of whom were treated with onyx, there was dural arteriovenous fistulas (davf) recurrence or worsening. From may 2008 to october 2014, 57 embolization procedures were attempted on 48 patients (37 men and 11 women; median age: 63.9 years) for davf in a single center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.